Manufacturer narrative:
Block h6: device code a0401 captures the reportable event stent shaft break.

Event description:
It was reported that a percuflex ureteral stent was to be used in a ureteral stent implantation procedure. During preparation, when the device was unpacked, it was found that the stent was disconnected. The procedure was completed with a new stent and there were no patient complications reported.